Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parents reported that since the middle of (B)(6) 2019 the user was not hearing well with the device. Prior to that, the recipient had good benefit. No specific traumatic event was reported and there was no swelling or redness around the implant site. There were no changes in health or medication. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Parents reported that since the middle of (B)(6) 2019 the user was not hearing well with the device. Prior to that, the recipient had good benefit. No specific traumatic event was reported and there was no swelling or redness around the implant site. There were no changes in health or medication. Re-implantation is considered but not date is scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported that since the middle of (B)(6) 2019 the user was not hearing well with the device. Prior to that, the recipient had good benefit.